Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
Possible device that was involved in the event: list # am6109, unknown lot #. 10" smallbore ext set w/6-port nanoclave¿ manifold, check valve, clamp, rotating luer or¿ list # am6127, unknown lot #. 11" smallbore ext set w/nanoclave¿, 6-port nanoclave¿ manifold, check valve, clamp, rotating luer. The report states that the manifold that one port popped off and was leaking. One of the ports of the manifold connected to the peripherally inserted central catheter (PICC) line came completely off. They inspected the manifold to observe that one of the six ports of the manifold was completely off leaving only a catheter in its place; no medications were infusing via that port. Line, cap, and drip change were then done immediately afterwards. Port and manifold were placed in a biohazard bag. There was patient involvement and no adverse event but required line change which is clabsi risk.

Manufacturer narrative:
One used list #unknown, smallbore ext set w/6-port nanoclave¿ manifold for inspection. The housing on the manifold was separated from the spike. The spike was bent. The housing was not returned. No other damages or anomalies were observed on the sample. The sample leaked after testing. The reported complaint of manifold popped off and leak could be confirmed. The probable cause is unknown without return of manifold housing and lot number. A device history record review could not be conducted because no lot number was identified. Corrected information can be found in h6 component code, e4 - initial report sent to FDA g2 - report source.